Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no patient harm or injury reported. The device was returned to the manufacturer authorized service center for evaluation. During the evaluation of the device the manufacturer observed visible foam particles in the device and device was scrapped.